Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one pt. A pt sample gave an accu tni result of 1.88ng/ml. The result was reported out of the lab. The pt was airlifted to a different hospital where "the pt tested as normal". The methodology of testing performed or the exact pt result are unk. The customer then retested the pt's sample and an accu tni results was 0.22ng/ml. No add'l info is available regarding this event.

Manufacturer narrative:
The customer did not provide qc results prior to the event. Qc data provided after the event shows that qc levels I and ii were not recovering within range. A system check performed in 2008, after the event, was within specs. Ckmb result was normal when the pt sample was initially analyzed. A filed service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that the substrate pump was contaminated and he ran the decontamination procedure. Accu tni was calibrated and qc was performed which resulted with no improvement. The fse replaced pinch rollers and all corresponding alignments. The fse obtained motion errors on the wash valve during a system check run and discovered that the pin that holds the ceramic valve to the stator was slipping out of position on the wash valve. The fse fixed the problem. The fse performed a system check, accu tni calibration, and qc, and noted the problem was resolved. Hardware issue may have contributed to this event. However, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.